Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Tampon uncomfortable [medical device site discomfort]. Tampon fell apart, looked like I cut it in half [device breakage]. Consumer contacted via online review and stated that the tampon fell apart inside of her; it looked like she had cut it in half. No serious injury was reported.